Manufacturer narrative:
Work order search: one similar complaint was reported for units within the same lot. In follow-up #2, it was stated that the lens was repositioned on (B)(6) 2017 and was exchanged on (B)(6) 2017. It should be that the lens was exchanged on (B)(6) 2017, and the replacement lens was repositioned on (B)(6) 2017. Additionally, it was stated that the problem was resolved. It should be that the problem was not resolved. (B)(4).

Manufacturer narrative:
Device serial number and expiration date-unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens remains implanted.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens into the patient's right eye (od) on (B)(6) 2016. The patient experienced excessive vault and headache. The problem is not resolved and a lens exchange is planned. Reference 2023826-2017-00527 for associated eye.

Manufacturer narrative:
Previous stated: symptoms of excessive vault and headaches; no details for the lens exchange. Additional/corrected information: patient experienced excessive vault, lens rotation, elevated iop, significant reduction of irido-corneal angles, and blurred vision. Lens was repositioned on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged for a shorter lens. Problem is resolved. To date, the lens has not been returned for evaluation. (B)(4).

Manufacturer narrative:
Previously stated: the lens exchange was planned. Current: lens was exchanged. Both patient and physician are happy with the results. Unable to obtain any further details. "The lens remains implanted." (B)(4).